Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2009, the patient underwent stenting of the pre-dilated proximal circumflex (cx) artery with two xience v stents. At approx 3 months later, the patient experienced angina with effort. The patient was admitted to the hospital at about 15 days later, and underwent diagnostic coronary angiography which revealed severe in-stent restenosis within the cx artery. The troponin level was elevated. Percutaneous coronary intervention (pci) was performed with a des from another company with good results. The patient was discharged from the hospital 8 days later. There is no additional event or patient information available.

Manufacturer narrative:
The other xience v stent is being reported under this same MFR #.